Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ device not returned.

Event description:
It was reported that the customer transposed the a carbohydrate value with the blood glucose value and delivered a bolus. The customer stopped insulin delivery and restarted the bolus after correcting it. There was no impact to the customer's blood glucose level.